Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. A water filled reservoir was used during the test. No air bubbles anomaly noted. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was received with minor scratched lcd window and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500+ mg/dl. Customer had symptoms such as abdominal pain, vomiting and nausea. Customer was treated in the emergency room. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that small bubbles in the reservoir were clumped together. The insulin pump was returned for analysis.